Event description:
Assistant noticed crack and small piece of poly as it as removed from patient. Scorpio cr insert trial was cracked and flaking. No pieces were left in the patient. No alternative action required.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history records and complaint history review could not be performed because the device associated with this event was not returned nor was a valid lot code provided. The provided image confirmed the reported event. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Assistant noticed crack and small piece of poly as it as removed from patient. Scorpio cr insert trial was cracked and flaking. No pieces were left in the patient. No alternative action required.